Event description:
It was reported that the patient had a pump implanted in (B)(6) 2007 and was explanted 9 months later on (B)(6) 2008 because the patient was allergic to the morphine and kept having asthma attacks. The patient stated that the doctor had signed something saying that the pump and catheter were both removed; however, when the patient went in for magnetic resonance imaging (MRI) for unrelated reasons they detected ¿tubing¿ was still and place and did several x-rays which confirmed this. The patient also noted that he was having injections for back pain done for pain and the healthcare provider (hcp) had noticed the ¿tubing¿ as he did not want to puncture it. The patient stated he began to experience more and more pain on the right side and they were not sure if the catheter being left in was causing the pain. The patient wanted to see a hcp to see if the catheter could be removed. The patient experienced sharp pains ¿like she¿s having a heart attack¿. The patient also stated that her left leg had reached a point where she could not get in and out of her car. It was also stated that within 9 months ¿wouldn¿t think there was that much scar tissue¿. The device system had delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the healthcare provider (hcp) was told that the patient had a morphine allergy before the pump was implanted, but the healthcare provider went forward with the implant. The patient had a slight allergic reaction to morphine and was having issues with asthma. The hcp tried to adjust and regulate the pump but it did not help. The patient had no positive results from the pump. The pump was removed (B)(6) 2008, but the catheter was not removed. The patient had an MRI and noticed that the catheter was still implanted. The patient could not have injections because of the presence of the catheter. The medical records document that the catheter was explanted. The catheter is not in the spinal column but the tube and catheter are still implanted in the body. The consumer was upset that the physician miss documented the catheter explant. In 2014, the patient started having pain on their left side. The patient was now having issue with the catheter. The patient was having pain on the left side which is the same side as the pump. The patient was having stabbing pain and screams from pain. The pain was mild at first and has progressively got worse over time. The patient breathes a little harder when the pain happens and complains of left sided pain. The patient is in constant pain.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).